Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident.an evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the sac growth of 9mm was confirmed and the indeterminate endoleak was unconfirmed. This is moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review as the amount of artifact from the numerous sac coils interfered with an accurate analysis of the computed tomography (CT) scan. The final patient status was reported as being good. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). At an unknown time, multiple coils were placed in the sac to treat a possible type 2 endoleak (non-device related failure), however the endoleak was not resolved. This procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately eight (8) years post initial implant, during a routine follow up a computed tomography (CT) scan identified an endoleak of unknown origin with sac enlargement to 5.4 cm. The physician is planning a reintervention. The patient reportedly is in good condition.